Manufacturer narrative:
Method - the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii aortic cutter tore the aorta when it fired. The surgeon stated that he was only using one hand to fire the device. It was reported that the cutter was handed to the surgeon locked. The surgeon tried to fire the device, but realized that it was locked, so he unlocked it and fired it with one hand. When he fired the cutter, the cutter tore the aorta. The tear was 1 cm long. A clamp was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.